Event description:
A customer contacted baxter's technical service center regarding the home choice (hc) system error (se) 2240/2367 during the initial drain. The patient may have pressed "go" prior to connecting. There was no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. During troubleshooting, the cause for the reported alarm was determined to be use error. Use errors and proper user instructions are addressed in the homechoice and homechoice pro apd systems patient at-home guide which is shipped with every homechoice device. The guide provides step-by-step instructions for when and how to connect to the disposable set and instructs the user to connect the transfer set to the patient line prior to starting the initial drain. A review of the label for the product family will be conducted. If additional relevant information is received, a supplemental medwatch will be filed.